Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown); sigphandle, sig power sigphandle handle (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mini invasive esophagectomy, after firing, the cartridge became stuck in tissue, and could not be removed. The tissue was cut with scissors to free the cartridge, and suturing was performed as staple line reinforcement. The procedure time was extended by up to 5 minutes as a result.